Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Health effect - impact code - f1005 overdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient lost consciousness due to hypoglycemia from over infusion of insulin from an unspecified pump due to inaccurate cgm readings. The patient's wife called the ambulance and was taken by ambulance to the hospital where he received d50 then was admitted. Neither cgm nor bg values were provided. There was no additional documentation of further medical intervention. At the time of the report, the patient was recovering in the hospital. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 02/16/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient lost consciousness due to hypoglycemia from over infusion of insulin from an unspecified pump due to inaccurate cgm readings. The patient's wife called the ambulance and was taken by ambulance to the hospital where he received d50 then was admitted. At some point during the event, the bg was 236 mg/dl while the cgm was 180 mg/dl. There was no additional documentation of further medical intervention. At the time of the report, the patient was recovering while being observed at the hospital. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/17/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient lost consciousness due to hypoglycemia from over infusion of insulin from an unspecified pump due to inaccurate cgm readings. The patient's wife called the ambulance and was taken by ambulance to the hospital where he received d50 then was admitted. At some point during the event, the bg was 236 mg/dl while the cgm was 180 mg/dl. There was no additional documentation of further medical intervention. At the time of the report, the patient was recovering while being observed at the hospital. While at the hospital, the bg was 236 mg/dl and the cgm was 265 mg/dl. At the time of the report, the patient was recovering while being observed at the hospital and discharged the same day. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b and a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)